Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue, there was no evidence of blood in the unit. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name in block is (B)(6).

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had a balloon that ruptured and drew blood in. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.